Manufacturer narrative:
Initially it was reported that the device was not evaluated. However, it was later found that the device was evaluated, and no defect was found that would cause or contribute to the reported event.

Event description:
It was reported that while unloading a cot from the ambulance the safety bar did not catch on the hook. The user reported that the cot then fell to the ground at the head end. A patient was on the cot at the time of the incident. The patient alleged they had head, neck and back pain. The users did not report any injuries as a result of the event.

Manufacturer narrative:
Device not made available by customer.

Event description:
It was reported that while unloading a cot from the ambulance the safety bar did not catch on the hook. The user reported that the cot then fell to the ground at the head end. A patient was on the cot at the time of the incident. The patient alleged they had head, neck and back pain. The users did not report any injuries as a result of the event.